Event description:
It was reported that the customer's pump screen was dark and would not turn on. The customer's blood glucose level was recorded at 72 mg/dl, which is within the normal range. Technical support instructed the customer to try turning on the pump using specific methods, but the pump remained non-functional. Consequently, technical support arranged for a replacement pump and the customer reverted to multiple daily injections as a backup therapy in the interim.